Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. The device was in excellent condition. Check syringe flange sensor was found in the history. Failed reading of the flange sensor during testing. The root cause of the reported issue was found to be optocoupler was misaligned due to missing screw from manufacturing floor. Added screw and reassembled the optocoupler assembly. Performed power up process and all functional testing.

Event description:
It was reported that an out of box failure occurred- pump will not correctly recognize the syringe. No patient injury was reported.